Event description:
Reporter stated that patient obtained blood glucose results of 377 mg/dl and 435 mg/dl, within 5 minutes, when testing with expired strips on the sensor ii system. Based on these values, patient reportedly delivered 14 units of novorapid insulin. An unspecified time later, patient began exhibiting symptoms of hypoglycemia ("shuddering, excessive sweating, and blurred vision) and sought treatment at the hospital. Reporter stated that patient was treated, at the hospital, with "serum glucose" and, 6 hours after obtaining the above listed results on the sensor ii system, patient's blood glucose measured 120 mg/dl on a hospital blood glucose monitor. No additional treatment was reported. Patient was released from the hospital, after 12 hours, and was reported to be "good condition." The manufacturer requested that the products be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).